Event description:
On 8/15/24 an ilet user reported they experienced a low blood glucose event resulting in loss of consciousness. The user did not recall the exact event date. On 08/15/24, the user reported a low blood glucose (bg) level of 43 mg/dl on the ilet, 60 mg/dl on the dexcom g7 continuous glucose monitor (cgm), and manual fingerstick. The user has experienced frequent low bg levels over the past four weeks. The user also reported passing out a couple of times, regaining consciousness, and self-treating the low bg. The exact dates of these incidents were not recalled. The user took three glucose tablets during these events and consumes about 50 glucose tablets weekly. No professional medical intervention was sought. The user will meet with their endocrinologist and has requested additional training for device use, possibly requiring a factory reset. The user experienced lightheadedness but no other immediate health effects.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. On the day of the event, the ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirmed four brief (15-20 minutes) episodes of hypoglycemia on the day of the event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. Without more specific information or event dates from the user, it is not possible to determine the cause of their reported hypoglycemia.